Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0210680388, product type lead; product ID 355018, lot# w60253, product type accessory. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced no improvement after implant and that after half a year they had poor walking symptoms. The patient returned to the hospital for repeated debugging sessions; however, the ¿effect was still not obvious.¿ it was noted there was no troubleshooting performed; the patient¿s device system was ultimately explanted on (B)(6) 2018. It was noted the patient¿s device was implanted to treat urinary frequency, urgency, and incontinence. There were no further complications reported or anticipated.